Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. No further information available.

Manufacturer narrative:
The reported event that a sr 4mm offset humeral head trial 56x28 was alleged of " instruments - broken, deformed, worn or scratched " could be confirmed, since pictures confirming the event were attached to the complaint. More detailed information about the complaint even, such as if the device was used or not, if the device was impacted or not etc, as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on investigation history, some possible root causes are, but not limited to: application of too much for by the healthcare professional during the use of the device. The device inspection revealed, that one of the jaws of the three-jaw looking chuck is broken at its base, making the device unusable. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device not decontaminated.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. No further information available.